Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4747 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that : PICC infection with bacteraemia. Positive blood cultures and a PICC injection site/associated infection. The patient is receiving chemotherapy for lymphoma as an outpatient. PICC has now been pulled and insertion of a port a cath is planned. It was stated "the dressing was changed once a week by the oncology nurse, probably regularly according to guidelines. It is possible that the patient got the infection while showering." The dressing was changed without any special incidents.